Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for low flow and dehydration. No power elevations were noted and the patient was moved up on the transplant list. The patient developed clostridium difficile infection and continued to deteriorate. Labs were normal. The patient had flows of 6l/min at home but it appeared that flows didn't drop to 2.5l/min to trigger an alarm. An echocardiogram (echo) showed right ventricle and left ventricle dysfunction. The lvad pump was exchanged with another lvad pump emergently. It was noted that thrombus was seen in the pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer or evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.